Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that a power issue occurred with the system due to a grounding cable being loose within the system. Disrupting the charger boards. Following replacement of the charger boards and batteries, the imaging system then passed the system checkout and was found to be fully functional. An investigation into the returned charger boards and a software investigation were initiated to determine the root cause of the anomaly. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The first charger board was returned to the manufacturer for analysis. The board was received without the t1h component being broken off of the board. Traces of the t1h pin locations were found on the board. Confirming an electrical failure due to the t1h being missing. The second charger board was returned to the manufacturer for analysis. The board was found to have leaking capacitors on the system. Confirming an electrical failure due to the leaking capacitors. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure that during system startup. An error message appeared on the system. Initial troubleshooting included restarting the system which resolved the issue. Logs from the incident were sent in for analysis. There was no patient present when this issue was identified.